Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems,"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral) on,(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea and weight decreased had resolved and the allergy to metals, rash, skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Plaintiff received treatment for chronic/pelvic pain, dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, nickel allergy, rash/skin condition, hypersensitivity, bladder problems, urinary problems, bladder infect, uti, vaginal infection, vaginal discharge,fatigue, gi conditions, dental problems, migraines, headaches, nausea,weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s);(unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems,"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral) on,(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea and weight decreased had resolved and the allergy to metals, rash, skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Plaintiff received treatment for chronic/pelvic pain, dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, nickel allergy, rash/skin condition, hypersensitivity, bladder problems, urinary problems, bladder infect, uti, vaginal infection, vaginal discharge,fatigue, gi conditions, dental problems, migraines, headaches, nausea,weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s);(unspecified): not provided. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received : essure expiration date, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems,"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral) on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea and weight decreased had resolved and the allergy to metals, rash, skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010. Plaintiff received treatment for chronic/pelvic pain, dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, nickel allergy, rash/skin condition, hypersensitivity, bladder problems, urinary problems, bladder infect, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, migraines, headaches, nausea,weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s);(unspecified): not provided. On (B)(6) 2019: pfs received. Previously reported "injury nos" replaced with "pelvic pain", events "dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, nickel allergy, rash/skin condition, hypersensitivity, bladder problems, urinary problems, bladder infect, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, migraines, headaches, nausea", lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.